Event description:
It was reported that the right atrial (ra) lead was explanted because the lead did not function properly, it is unknown if the physician "nicked the lead or if it had a dislodgement." The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.